Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the family came to the distributor for check-up as the child had no hearing sensation anymore. He was hearing better before. Testing showed that the device has malfunctioned. The parents were asked about any head trauma or if the child has fallen down and the father said that he is not sure and he may did but he is sure that the child didn't fall in front of his parents. The skin behind the ear is red, but according to the father this is caused by the coil and occurred long time before.